Manufacturer narrative:
Due to character limit in the e1 section , the full event site name is (B)(6) hospital. A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that the cardiosave intra aortic ballooon pump had loss of air. There was no patient involvement and no injury specified.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: e1 (initial reporter), e3.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, b3, d9 (return to manufacture date), e2, e3, g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected field: h6 (medical device problem code). A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse replaced the tether assembly (0997-00-0596) as a precaution due to abuse. All tests were run in accordance to the manufacturer's specifications. The following was performed by the technician of the maquet failure analysis and testing (fat) department wayne, nj: sr 07 july 2025. The failure analysis and testing department received the following part associated with this complaint: pn: 0997-00-0596 sn: n/a. Tether assy. This part was received with a reported unit failure message of damaged. The failure analysis and testing dept. Performed a visual inspection, and found tether assy. Was damaged from inside. Please see attached picture. The fat dept. Verified the failure message of damaged tether assy. Retaining tether assy. In the fat dept. Per procedure (B)(4) rev au. The most probable root cause for the damaged doppler tether assembly is excessive external force. Based on the device evaluation, the reported failure mode, "air loss" was not confirmed as there were no non-conformances identified.